Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 14 mg/dl and 328 mg/dl. On different dates the customer tested within 15 minutes with the same lot: (B)(6) 2022 - 30 mg/dl, 49 mg/dl, and 506 mg/dl; (B)(6) 2022 - 47 mg/dl and 304 mg/dl; (B)(6) 2022 - 48 mg/dl and 226 mg/dl; (B)(6) 2022 - 38 mg/dl and 357 mg/dl; (B)(6) 2022 - 31 mg/dl and 198 mg/dl; (B)(6) 2022 - 12 mg/dl and 392 mg/dl.